Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred when the pump was in the customer pants. The customer's blood glucose level was not impacted. Although confirmation was requested as to whether or not the alarm cleared, it was unable to be confirmed.